Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire inside a hoop was returned for evaluation. An initial visual observation of the photograph showed the guidewire inside of a packaging hoop. Although the hoop slightly obstructed the view of the guidewire, the tip of the wire appeared to be damaged. No details of the damage could be discerned in the photograph. No additional damage or use residue was noted. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during PICC line placement, upon attempting to withdraw the puncture needle, burrs were discovered at the tip of the guidewire, preventing needle removal. The needle had to be completely removed and the procedure restarted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.